Manufacturer narrative:
H.6. Investigation summary : the following investigation was conducted under a related complaint. Two photos of a loose 10ml syringe were received and evaluated. It was observed the syringe in the photos had a minimal amount of scale markings present and the scale was illegible and skewed. The missing print was rejectable per product specification. Machine logs indicate there were print issues during the manufacture of batch 9142558. Potential root cause for the missing print defect is associated with the marking process. It was likely due to a barrel jam at the marker causing barrels to be fed incorrectly. No corrective actions are necessary based on the defective rate identified. Batch 9142558 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the scale markings printed on 2 separate syringes 10ml s/t 200 s/c were incorrect and partially missing before use. The following information was provided by the initial reporter: "we received material m728424b001 with incorrect printing".

Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings printed on 2 separate syringes 10ml s/t 200 s/c were incorrect and partially missing before use. The following information was provided by the initial reporter: "we received material m728424b001 with incorrect printing."